Manufacturer narrative:
The main device, other components include: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mcg/ml of dilaudid at 0.6087 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that a programming error was made while programming a bridge bolus. The patient's drug was being changed from ziconotide to dilaudid. A bridge bolus was performed with a duration of 94 hours. The patient reported extreme pain to the hcp shortly after the bridge bolus of the ziconotide was complete. The patient was brought in on (B)(6) 2016. The programming was checked and the hcp noticed that units for dilaudid had been programmed incorrectly, reading as mcg/ml instead of the correct mg/ml. The units were corrected, but the programmer was requesting that a second bridge bolus be performed. It was confirmed that the drug and concentration were not changed and only the units were changed to correctly reflect what was in the pump. It was reviewed that no bridge bolus would be needed and the screen could be bypassed. It was also reviewed that even though the hcp had programmed the unit incorrectly, the pump was still delivering at the intended flow rate, so the pain may not be explained by the pump. The hcp stated that they would update the pump and address the patient's pain. The current simple continuous dose was listed as 0.6004 mcg/day. The bolus amount was 0.0025 mcg. The max was 4 and the loi was 2 hours. The total daily dose was listed as 0.6087 mcg/day. No further complications were reported.